Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps had a nonconducting part that was damaged. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. Failure analysis found the primary failure of broken bipolar yaw pulled to be related to the customer reported complaint. The instrument was found to have a broken bipolar yaw pulley. A broken piece measuring approximately 0.037" x 0.040" is missing as a result of breakage.